Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation before the rated burst pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation before the rated burst pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure. It was further reported that the target lesion was located in the iliac artery.

Manufacturer narrative:
E1 - initial reporter city: (B)(4). B5 - updated describe event or problem